Event description:
Pt reported obtaining back-to-back blood glucose results of 138 mg/dl and 410 mg/dl on the aviva system. Pt indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. A level-one quality control testing was performed on the system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped. Aviva system: aviva strip lot 300418 with expiration date 04/30/2008.

Manufacturer narrative:
The aviva test strips are the suspect device.